Event description:
As reported, an xcela PICC, which had been placed on (B)(6) 2014 was found to be fractured at the extension leg, just below the luer during routine maintenance on (B)(6) 2015. The device was removed, discarded, and replaced. It was not indicated that the pt condition was impacted by the event.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the (B)(6) 2015 complaint report was reviewed for the xcela PICC product family and the failure mode "hub extension tubing cracked/detached." No adverse trends were indicated. The hospital's report complaint description was confirmed via picture provided, however, no sample was returned. Without receiving the device for eval, a definitive root cause for the reported device failure is unable to be determined. A potential root cause for the extension tubing fracture at the hub could be erosion of the extension tubing at the hub joint due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. Manufacturing process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface,tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing.